Event description:
Customer reports the active system produced a result of 892 mg/dl, which is outside the meter reading range of 10-660 mg/dl. Values>600 mg/dl should display as "hi". No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.